Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements and loss of capture in all vectors. Device reprogramming was completed to minimize unnecessary right ventricular (rv) pacing. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was received indicating a lead fracture was found via x-ray and fluoroscopic evaluation. An invasive procedure was performed. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received indicating the lead was retained by the hospital and later discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.